Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use when the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound due to a defective speaker. Diagnostic/functional testing was performed at the philips authorized repair facility. The functional testing indicate that the speaker produced no sound due to an old defective speaker.based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.